Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 7 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2018 with complaints of dyspnea and three days of dark tarry stools. The patient also reported significant fatigue, decreased energy, dizziness, lightheadedness and wooziness. At the time of the event, the patient¿s anticoagulation regimen included warfarin. On admission, the patient¿s hemoglobin was 11.2 g/dl, hematocrit was 35 percent and melena was present on rectal exam. Warfarin was held and the patient received one liter of normal saline intravenously. A spiral single balloon endoscopy performed revealed a large bleeding gastric polyp which was clipped and a bleeding arteriovenous malformation (avm) in the duodenum that was treated with argon plasma coagulation (apc) and clipped. The patient did not require a blood transfusion as their hematocrit and hemoglobin remained stable the patient¿s inr goal was lowered to 1.5-2.0 and warfarin was resumed on an unspecified date at a lower dose. The patient was discharged with a hemoglobin of 9.5 g/dl, hematocrit of 30.4 percent and inr of 1.7. Octreotide was continued at three times a day. The next inr check was scheduled for (B)(6) 2018. No additional information was provided.